Manufacturer narrative:
(B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Dimensional inspection of the main coil revealed the components were within specifications. A picture was received in the event; however, the picture shows the device stretched but it did not show any fracture or break. No other issues were identified during the product analysis.

Event description:
It was reported that a device fracture occurred. Two 15mm x 40cm interlock-35 coils were selected for use in an embolization procedure located in the abdominal aortic aneurysm and the internal iliac artery. During the procedure, when placing the first coil, it was found that the coil could not be pushed out of the delivery catheter, and two positions of the interlocking arm were fractured. This coil was removed, and exchanged for a new coil, same model. The second coil was advanced. Half of it was released into the aneurysm cavity. However, the position was not proper, so it was withdrawn. When the tip of the coil was withdrawn nearly to the angiography catheter, it could not be withdrawn, and the interlocking arm connection was found to be fractured. The coil was removed along with the angiography catheter, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a device fracture occurred. Two 15mm x 40cm interlock-35 coils were selected for use in an embolization procedure located in the abdominal aortic aneurysm and the internal iliac artery. During the procedure, when placing the first coil, it was found that the coil could not be pushed out of the delivery catheter, and two positions of the interlocking arm were fractured. This coil was removed, and exchanged for a new coil, same model. The second coil was advanced. Half of it was released into the aneurysm cavity. However, the position was not proper, so it was withdrawn. When the tip of the coil was withdrawn nearly to the angiography catheter, it could not be withdrawn, and the interlocking arm connection was found to be fractured. The coil was removed along with the angiography catheter, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that a device fracture occurred. Two 15mm x 40cm interlock-35 coils were selected for use in an embolization procedure located in the abdominal aortic aneurysm and the internal iliac artery. During the procedure, when placing the first coil, it was found that the coil could not be pushed out of the delivery catheter, and two positions of the interlocking arm were fractured. This coil was removed, and exchanged for a new coil, same model. The second coil was advanced. Half of it was released into the aneurysm cavity. However, the position was not proper, so it was withdrawn. When the tip of the coil was withdrawn nearly to the angiography catheter, it could not be withdrawn, and the interlocking arm connection was found to be fractured. The coil was removed along with the angiography catheter, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: no. (B)(6). Device eval by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It shows that the device stretched, and it did not show any fracture or break. Therefore, the reported allegations could not be confirmed.